Event description:
The pt stated that this morning when she had completed her peritoneal dialysis treatment and removed the cassette she noticed a leak. The sample was saved for eval. The pt received a dose of prophylactic antibiotics. There is no report of ill effect.

Manufacturer narrative:
Device history record review: two complaint received on this lot. Sample analysis: no sample was received for an analysis. Conclusion: the complaint is unconfirmed. No further investigation required per complaint investigation procedures. Event data will be trended per quality data analysis procedure.